Event description:
Journal reference: voges j., waerzeggers y., maarouf m., et al. "Deep-brain stimulation: long-term analysis of complications caused by hardware and surgery-experiences from a single centre." Journal of neurology, neurosurgery and psychiatry. 2006; 77(7):868-872. The article discussed the surgery-related and hardware-related complications of deep-brain stimulation (dbs) at a single centre. A retrospective analysis of 262 pts implanted from 1996 to 2003 with a dbs lead (models 3387 or 3389), extension (model 7495), and neurostimulator (models 7424, 7426 or 7428). Reportable events: lead (n=1) - one pt experienced unilateral moderate motor weakness that resolved completely. The 7495 extension (n=3) - three pts experienced severe subcutaneous bleeding events related to use of the tunneling tool. Lead (n=2) - misplacement of the electrode tip beyond the caudal border of the stn in two pts caused permanent vi cranial nerve palsy. Lead (n=1) - one pt who underwent postoperative CT examination after intraoperative loss of csf developed a subarachnoid haemorrhage incidentally. The bleeding resolved without sequelae. No symptomatic ich was observed. Neurostimulator (n=1) - one pt developed a hematoma at the ipg implantation site which had to be surgically removed. Lead (n=1) - one pt (a child with myoclonic syndrome), leakage of the csf at the site of trephination caused a skin infection, necessitating complete removal of the dbs system. Because the child had not gained immediate improvement from dbs, the parents did not give permission for reimplantation. Lead (n=3) - three pts experienced lead breakage after a fall. The leads were replaced. The 7495 extension (n=1) - one pt experienced extension breakage. The cause of the breakage is unk. The extension was replaced. The 7495 extension (n=4) - four parkinson pts experienced discomfort from the extension or extension connector which required additional surgery. Resection of scar tissue led to sustained improvement of the complaints. The 7495 extension (n=1) - one dystonia pt experienced discomfort from extension or extension connector and scar tissue resection helped resolve the complaint. Lead (n=5) - five pt's experienced lead migration and surgical repositioning. The 7495 extension (n=1) - one pt experienced extension migration and surgical repositioning. Neurostimulator (n=1) - one pt developed a seroma requiring surgical revision. The 7495 extension (n=7), lead (n=5), neurostimulator (n=3) - fifteen pts experienced skin infections. Four pts the onset was within 30 days after surgery and in 11 pts the infection occurred 15 months after the initial surgery. In no pt had the infection extended intracranially. Systemic antibiotics were given to 5 of 15 pts. Drugs stopped the inflammation in three pts, and the entire stimulation system was removed in the remaining two. All other pts underwent immediate surgery for wound debridement and removal either of parts (n=3) or of the entire system (n=7). In all cases treated with surgery for skin infection bacterial cultures yielded skin flora.

Manufacturer narrative:
This report is being filed under exemption.